Event description:
A manufacturer representative reported that patient presented to their healthcare provider for a regular follow-up appointment on (B)(6) 2017. The patient indicated that they had been doing well with the stimulator, recharging about every 2 weeks when down to 25% charge. The patient said he recharged on (B)(6) 2017 and when it was full, he tried to turn the implantable neurostimulator (ins) back on with the charger and the screen went blank. When he pressed the green button, he got the icon which shows when the charger antenna cannot connect with the ins. The healthcare provider could not interrogate with the clinician programmer. The patient does not have any therapy. The prior ins had been replaced on (B)(6) 2017 due to eos. Two quads with synergy extensions were plugged into a pocket adapter. Electrodes 0-3 were all out of range when an impedance check was run. Electrodes 4-7 were within normal range and provided low back and leg pain relief. The patient reported the stimulator and charger were working fine up until recharging (B)(6) 2017. The patient has had no falls, near falls nor other injuries in or near the pocket site. The antenna locate feature was attempted and was not successful. A physician mode recharge was started and the patient had to return to work. The patient was instructed on what to do if charge was not started after first 60 minutes. No further complications were reported/anticipated. The indication for implant was failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient recharged the ins and could turn it on. The patient was advised to recharge every day for the next 5 days to exercise the ins to start holding charge. The patient responded ¿ok¿ but did not state how therapy felt. Additional information was received on 2017-08-13. It was reported that the physician mode recharge (pmr) was successful and the patient could charge the stimulator and turn it on with the programmer. The poor communication and loss of stimulation were resolved. No further complications were reported/anticipated.